Event description:
It was reported that during final tightening, the surgeon could not break off the setscrew. A second setscrew was tried and could also not break off. Finally, the rod was taken out and the pedicle screw was removed and replaced. Another setscrew was used and the surgery was completed with no further complications. No patient complications were reported.

Manufacturer narrative:
The device will not be returned for evaluation. Reportedly, the device were discarded following the procedure. Unable to determine cause of the event.